Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were call service 078 alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: a review of the black box showed several call service 078 motor alarms. The ez-prime steps were performed correctly. No cs078 alarms occurred during the investigation. The call service 078 complaint was unable to be duplicated. The pump cover was removed to find the motor flex was found not fully seated to the connector. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Additionally, the display screen contrast was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.